Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had air/water flow issues and an angulation locking malfunction. The device was returned for evaluation. During the device evaluation, foreign objects were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on the right/left knob, the forceps elevator knob was rotating concurrently. Due to the clogging of the nozzle, no air was fed. Due to the clogging of the nozzle, no water was provided. The nozzle and the control section had foreign objects. Due to damage to the air/water cylinder, water tightness was lost. The connecting tube coating was peeled, buckled, and scratched, the plastic distal end cover was scratched. Adhesives around the light guide lens had a white-clouded area adhesives around the objective lens had white-clouded area the mouthpiece was loose. The control unit had a crack. The adhesive on the bending section cover had a white-clouded area and was cracked and chipped. An abnormal sound was made due to damage to the upward/downward angulation control knob. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube was wrinkled. Due to a cut on the heat-shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.